Manufacturer narrative:
(B)(4). Refer to report number 2015691-2018-00255 for the aortic edwards valve. The subject device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. There was no indication or allegation of a device malfunction contributing to the event. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that this (B)(6) female patient with a bioprosthetic aortic valve and a bioprosthetic mitral valve (subject device) underwent redo aortic valve replacement and redo mitral valve replacement after implant duration of one year and four months. Patient was diagnosed with aortic prosthetic valve stenosis, insufficiency and patient prosthesis mismatch, and prosthetic valve mitral stenosis. Patient received a 31 mm bioprosthesis mitral valve, aortic root replacement with a 27 mm aortic valve and a 30 mm graft, pericardial patch for the reconstruction of the aortic annulus, CABG x1, tricuspid valve repair with a 28 mm ring. After the surgery, tee confirmed preserved biventricular function, adequate de-airing of the heart and excellent functioning valve. Before the closure of the chest, patient developed some worsening oxygenation and hypercapnia with pulmonary edema that was partially related to her underlying condition and the complexity of the operation. The surgical team decided to leave the chest open and placed veno venous ECMO support for her pulmonary function. The chest was left open. Patient tolerated this well and was taken to the ICU in stable condition. Operative indications, patient developed early rapid structural valve deterioration. On catheterization, she was found to have near total obstruction of left main coronary artery due to very low origin of her coronaries close to her aortic valve replacement. Operative findings, the aortic valve and mitral valve were both well seated in the annulus, but the leaflets of both aortic and mitral prostheses were thickened and fibrotic. There was fibrovascular degeneration of the mitral prosthesis and there was a perforation in one cusp of the aortic valve prosthesis directly adjacent to cor-knot, which probably cause abrasion of that leaflet. The valve was also seated in an oblique orientation in the annulus. There was a lot of fibrosis and scarring around the co-knots which totally obstructed the left main coronary artery. The right main coronary artery was really low close to the sewing ring, but was patent. The mitral prosthesis was directly abutting across aortic prosthesis and also had fibrovascular changes of the leaflets and was stenotic. Two of the leaflets did not move at all on the tee. Postoperatively, tee showed severe rv dysfunction and a iabp was placed. As she responded to diuretics well and pulmonary edema improved, she was taken back to the or for chest washout, possible closure and vvecmo and iabp removal. Chest closure was not possible due to significant tissue edema; however, she tolerated eco and iabp removal well. She did well after ECMO removal; however, her oxygenation suddenly deteriorated. Cxr showed bilateral lung white out. This was likely ards secondary to pneumonia. Vvecmo was emergently reinserted. The patient remained extremely critical and eventually expired on pod #16.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.